Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: experienced surgeon had needle come detached from jaws in between tissue bites. Device was loaded properly and it appeared he was fully squeezing handles while toggling. New suture reload was loaded into jaws and it appeared to be spinning in jaws so new device was opened to finish case. There was no patient injury or hazard. There was no user involvement. There was no user injury or hazard. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. The needle and suture fell in and were retrieved by laparoscopic grasper. To correct the condition: new device loaded.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Based on the evidence available the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.